Manufacturer narrative:
H.6.: investigation, including root cause analysis, is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. The manufacturer internal reference number is: (B)(4).

Event description:
A healthcare professional reported that the surgeon reported that difficulty to lift the flap in the right eye of a patient with blue eyes, during surgery. There are multiple related reports for this facility. This report addresses patient unknown initials , right eye and additional manufacturer reports will be filed for the other patients.

Manufacturer narrative:
Additional information provided in d,9., h.3., h.6., and h.11. A review of the device history record traceable to the reported serial number, indicates that the reported product was processed and released according to the reported product¿s acceptance criteria. A review of the technical service onsite history showed no abnormalities that could have contributed to this event: system was successfully verified after the surgery date. The local field service engineer checked the laser and confirmed that the system meets all company specs. The relevant clinical data including treatment reports was requested but was not provided. Therefore, a deeper investigation cannot be performed. The review of logfile for the treatment days provided in the associated service report shows all laser system functions were within specifications. The vacuum check, the energy check and several ablation checks were performed. The ablation checks performed throughout the days all show a "stair step ablation check", that is out of specification. The user apparently decided to continue with the treatments. Review of the logfiles for the treatment day shows no relevant warning or error messages. The stair step ablation pattern seen in the ablation check could be correlated to a defect of a device component which was investigated under a non-conformance investigation. However, that defect resulted in a different outcome (incomplete side cuts) rather than the reported event. Therefore, there is no direct causality established. Not enough information was provided to properly complete the investigation and the root cause could not be identified. The manufacturer internal reference number is: (B)(4).